Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error occurred. Customer¿s blood glucose level was 296 mg/dl. Customer declined to troubleshoot issue with tandem technical support. In addition, it was reported that the insulin gauge was inaccurate. Customer reloaded the same cartridge to resolve the issue.